Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a battery charging problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information received on 10/02/2022: investigation closed date: 02/29/2024: a getinge field service engineer (fse) had checked and observed that the machine is not working on a battery. So, he checked the internal voltages and found that charging voltages is very low therefore he replaced the "d014-00-0035-05"-power supply and resolved the issues after the replacement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a battery charging problem. The event occurred during a routine check and there was no patient involvement.